Event description:
It was reported that patient underwent a revision procedure due to the locking bar backing out.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This is not a confirmed complaint. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the locking bar backed out. No impact to the patient.